Manufacturer narrative:
Unit was received with a critical error open book error, with an intermittent audible alarm, and a pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly was found with traces of corrosion at the flex connectors. Unit was received with cracked case on the back at the battery tube area. Unit was received with missing display window cover and minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump started to constantly beep and vibrate. The customer noticed the alarm but was unable to clear it with the down arrow button and by selecting okay. The constant tone did not stop after a battery change or even when she pressed and held the back button. The customer was unable to put the insulin pump on storage mode. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.